Manufacturer narrative:
No button response due to corroded keypad traces. Analysis was unable to verify operating currents due to no button response. No moisture damage found on electronics assembly. No "white residue" noted in battery compartment. The insulin pump had scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that there was a white residue in the battery compartment. The customer reported that the reservoir compartment smelled like insulin. The customer's blood glucose was 9.8 mmol/l at the time of incident. The customer performed self test and the insulin pump passed. The insulin pump will be returned for analysis.